Event description:
It was reported at the time of the refill, the patient's nurse pulled out 3.2 "mg" versus the expected amount of "2.8". A saline flush of 5 ml was performed successfully. Filling difficulties were reported; 20 ml of medication was attempted to fill the reservoir, but only 18 ml would go in. The final 2 ml would not advance. The reservoir was emptied for a second time, the 18 ml of medication was pulled back, and again, the pump would not allow the full 20 "cc" to advance. The patient received 18 ml of drug. The difficulty filling did not result in a pocket fill. No further actions were taken. The pump was used to deliver hydromorphone. There were no patient symptoms, the nurse did no report any lack of therapy and the patient was listed as "alive - no injury".

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID neu_refillneedle, serial# unknown; product type accessory. (B)(4).